Event description:
Healthcare professional reported an unknown side capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and weight to the spec. No other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Device remains implanted.